Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the or assistant wanted to preload the device before use in the patient but the clip felt immediately out of the applier. This happened for about 4-5 times so she took another same device and that went well. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.